Event description:
On (B)(6) 2013, primary surgery was performed. 1 year after, revision surgery was performed because of screw breakage.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The reported event could be confirmed. The macroscopic and microscopic investigations show that during the implantation in the patient the screws were loaded by high bending and tensile forces transmitted by the plate. Hereby the heads of the screws (the wings) were broken in fatigue mode. The fracture surfaces of the screws predominantly show the typical marks of a fatigue breakage but also to a smaller extent the fracture surfaces show the flow structures of a ductile breakage under high bending and tensile loads transmitted over the bottom side of the screw heads. The damages at the insert flanks of the cross recessed and at the bottom side of the screw heads allow to conclude that a too strong tightening was the root cause of the bending and tensile overload. Based on evaluation there is no indication for any systematic design, material or manufacturing related issue.

Event description:
On (B)(6) 2013, primary surgery was performed. One year after, revision surgery was performed because of screw breakage.